Manufacturer narrative:
Unable to perform displacement test, occlusion test, displacement accuracy test or verify absence of occlusion alarm due to missing retainer. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self -test, rewind test, seating test, basic occlusion test and force sensor test. The device was received missing reservoir tube o-ring and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer states the top piece of the reservoir pops off and the black o ring came off. The customer decline to trouble shoot for high pressure test. The customer decline to trouble shoot for high blood glucose, treated and went down to 170's mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.